Manufacturer narrative:
The insulin pump passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at u1 keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got an error alarm. The blood glucose level's were not provided. The customer reported that during the self test the same alarm reoccurred. Trouble shooting was not provided. The error alarm was not cleared. The insulin pump will not return for analysis.